Event description:
Pt was heard screaming for help. Pt. Found sliding out of bed. Synergy bed with lateral rotation, had hyperinflated the left side of the bed causing the pt to slide out. Pt was found wedged between the siderails. Foley catheter & IV PICC line pulled out during accident.